Event description:
It was reported that during an open colectomy procedure, two devices fired only one row of staples. At the end of the procedure, there was an opening in the bowel and some bowel content leaked in the patient. The site was irrigated and sutures were used to complete the staple line. The procedure was extended by one hour. There was no patient consequence.